Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10350-50a, UDI: (B)(4), serial: (B)(6), batch: 10139513. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that following a drg trial on (B)(6) 2024 patient was taken to the emergency room and upon arrival was unresponsive. The patient passed away on (B)(6) 2024. The investigation was unable to determine the device associated with the issue. The investigation was unable to determine if the drg trial is associated with the cause of death as cause of death was not provided.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.